Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis could not reproduce the customer-reported complaint. There was no thermal damaged to the yaw pulley observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulating layer of the fenestrated bipolar forceps instrument was melted. The instrument was removed, and a backup instrument was used to proceed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument/accessory inspected prior to use. There was no arcing observed. The surgeon believed the quality of the instrument caused the thermal damage to the instrument. The energy has controlled well. A backup instrument was used to finish the procedure. In addition, the fenestrated bipolar forceps instrument that was involved in this event has been returned for failure analysis testing. As of the date of this report, the investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.